Event description:
Vertebroplasty procedure being performed. Equipment feature for moving the table in the lateral position temporarily failed. During procedure pt was having difficulty breathing. Pt was assessed and determined to have a pneumothorax. At the time of the incident, the site was awaiting parts to repair the machine from denmark.follow up reveals: it is known that there was an intermittent temperature malfunction with the device and the site was waiting for the parts to repair the device. No further explanation available on the patient's injury and its relation to the device incident.